Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the pump touch ¿screen takes longer than expected to respond to an input from the customer¿. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 150 mg/dl.